Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt received a blow to the implant area and no longer has any hearing sensation. Testing showed that nine of the twelve electrode channels have hi impedances. It is suspected that the active electrode is broken.